Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer put a bolus in of 10 and it showed up on the front page. The customer advised to get basal and bolus wizard rates from health care professional and call us. The device will not be returned for analysis.